Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red and itchy rash under the therapy electrodes. There was no alleged device malfunction contributing to the irritation. The patient was using an over the counter ointment on the skin irritation. The patient then followed up with his physician who prescribed triamcinolone cream. Follow up indicated that the cream is helping with the skin irritation.